Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer's blood glucose reading was over 600 mg/dl. Customer felt tired and thirsty as a result of the high blood glucose levels. Troubleshooting for high blood glucose levels was performed. Customer was unable to rewind and prime as a result of keypad anomaly. Troubleshooting was not completed as a result of the keypad anomaly. Troubleshooting for keypad anomaly was performed. Customer stated that during a bolus attempt the buttons were unresponsive. Customer advised about a year or two ago the insulin pump was bumped. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump passed the functional testing including the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm tests. The pump functioned properly. The pump was received with intermittent button response during testing due to corroded keypad traces. No button error alarm was noted. The pump was also received with a cracked case on the display window corners, minor scratches on the lcd window, a cracked reservoir tube window corners, a broken reservoir tube lip, a cracked belt clip slot, and cracked battery tube threads.